Event description:
Patient had fem-pop bypass on right lower extremity initially on (B)(6) 2010. Bovine graft was placed at this time. On (B)(6) 2010, patient developed a pseudo-aneurysm and was returned to surgery for excision of right lower extremity bovine graft. On (B)(6) 2010, the patient developed a false aneurysm of the right common femoral artery and returned to surgery for repair of the right common femoral artery aneurysm with patch-angioplasty. Risk manager notified on 12/09/2010 by the surgeon of his concern of a possible defective product.